Manufacturer narrative:
Investigation summary: this product is not assembled or packaged in bd (B)(4) plant. The process performed in our plant is the sealing of the membrane on the connector. Then this component is sent to a subcontractor ((B)(4)) to be assembled and packaged. The inspections performed by the supplier are established according internal procedures. In june 2017 this product was transferred to a different manufacturing site ((B)(4)). After sterilization, product is sent to (B)(4) plant where visual inspection of pallets is performed. The information of this complaint was sent to the subcontractor for investigation. The subcontractor explains that a visual inspection of the samples did not identify any product defects or manufacturing issues which could have caused or contributed to the reported issue. The samples were subjected to leakage testing in accordance with the requirements of bs: en: iso 8536-8: infusion equipment for medical use. Infusion sets for single use with pressure infusion apparatus. The products met and exceeded the pressure requirements of the standard and no leakage occurred at any point of the line. Investigation conclusion: the information of this complaint was sent to carefusion for investigation. Two 04002070377 samples from lot 532769 were received for investigation; one sample was received without packaging and one in sealed packaging. No connecting products were returned to assist the investigation. Information provided by the customer indicates that leakage occurred from the phaseal connector of the set. A visual inspection of the samples did not identify any product defects or manufacturing issues which could have caused or contributed to the reported issue. The samples were subjected to leakage testing in accordance with the requirements of bs: en: iso 8536-8: infusion equipment for medical use. Infusion sets for single use with pressure infusion apparatus". The products met and exceeded the pressure requirements of the standard and no leakage occurred at any point of the line. Root cause description: it was not possible to confirm the exact root cause of the customer's experience in this instance. There were no issues identified during testing of the returned product and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience. The connecting products were not available for investigation; therefore it was not possible to confirm if these may have contributed to the reported issue.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a bd phaseal ¿secondary set c61 with a built-in phaseal¿ connector is leaking during use. Injury and medical intervention are unknown.